Event description:
It was reported by customer at (B)(6) that during routine check, the cardiosave intra-aortic balloon pump (iabp) keeps prompting intra aortic balloon restriction and helium tanks deplete within 15 minutes. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to duplicate the issue. The stm ran functional checks and safety checks, all passed. The stm tested the unit and the equipment worked to manufacture¿s specs. The iabp was returned and cleared for clinical use.

Event description:
It was reported by customer at (B)(6) that during routine check, the cardiosave intra-aortic balloon pump (iabp) keeps prompting intra aortic balloon restriction and helium tanks deplete within 15 minutes. There was no patient involvement, and no adverse event reported.